Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The components were inspected visually to determine the cause of the reported incident. No destructive analysis was conducted during this investigation. The femoral and tibial stems are connected to the femoral and tibial components with bone cement still adhered to bone contacting surfaces. The bolt and hinge link are still connected to the tibial baseplate component. The tibial insert is fractured into three pieces and worn on both distal and proximal surfaces. There were no observations of material or manufacturing deviations in the course of this investigation. A dimensional evaluation was attempted, but the device could not be disassembled for inspection. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4), b4: event description updated. D4: catalog and lot numbers updated.

Event description:
It was reported that, during a tka surgery the lgn offset coupler 4mm, legion hk tibial base sz 5 right and lgn pressfit stem 14mm x 160mm became unstable during final stretching. The surgery was completed by changing the implants to implantcast. It is unknown if surgery was delayed. No other complications were reported.

Event description:
It was reported that, during a tka surgery, legion hk became unstable during final stretching. Surgery was completed by changing the implants to implantcast. It is unknown if surgery was delayed. No other complications were reported.